Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the pump to occlude on its own, likely due to the guide collar cam block assembly. Per data log analysis, the provided log does not cover the incident date. There is no indications of any problems in the log. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the parts conformed to the print specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He swapped out the roller pump with a backup pump from the user facility. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: the information available is that during a cardiopulmonary bypass (cpb) procedure on april 25, 2019 one of the roller pumps lost its occlusion. They were able to readjust the occlusion during the procedure, therefore they did not exchange the roller pump mid case. It is unknown which location the roller pump was in, so it is assumed worse case scenario of an arterial roller pump. This loss of occlusion did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Per the user facility's perfusionist, the unit was used as sucker pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump would become under occlusive. The occlusion was manually retightened to continue the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.